Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually evaluated, and the following was observed: the flex shaft was separated approximately 15 in from the flex tip. Minimal stretching was observed at the crack location. Residual fluid was noted in the balloon. The crimp balloon was kinked near the balloon shaft. As per preliminary engineering evaluation imaging, and the delivery system flex shaft braiding was exposed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of flex shaft cracked/damaged was confirmed based on the evaluation of the returned device. Investigation indicated that the issue is likely related to manufacturing nonconformance. The issue was determined not to be related to an IFU or training manual deficiency. Per event description, ''after commander delivery system (ds) withdrawal, when the ds was on the prep table, the field clinical specialist noticed a small crack along the ds catheter that was not present prior to the procedure. The crack was pretty small and did not affect the procedure in any way.'' During pre-decontamination evaluation of the returned complaint device, the flex shaft was separated approximately 15 in from the flex tip, and the split looked cleanly cut. In this case, no insertion difficulty or other abnormalities with use of the system were noted during the case, the crack was noted only after successful tavr and removal of the device from the patient. Due to an increase in incoming commander delivery system complaints involving flex shaft cracks, events indicate that an underlying manufacturing non-conformance of the device may have contributed to the reported event. As a result, a CAPA has been initiated per management discretion for further investigation and assessment. No IFU/labeling/training inadequacies were identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
As reported by the field clinical specialist (fcs), a patient underwent successful tavr with a 29mm sapien 3 ultra resilia valve. There was no report of patient injury. After commander delivery system (ds) withdrawal, when the ds was on the prep table, the field clinical specialist noticed a small crack along the ds catheter that was not present prior to the procedure. The crack was pretty small and did not affect the procedure in any way. Per follow up with the fcs, the crack was located on the midway point of the commander delivery system catheter and wasn't present during device preparation; however, it's not known when the crack occurred during the procedure. There was no valve alignment difficulty, nor extra force applied on the shaft to align the valve. As per preliminary engineering evaluation, the flex shaft crack was confirmed, and the ds braiding was exposed.